Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently was hospitalized due to an inappropriate shock and therapy was programmed off. Upon episode review, it was determined that the therapy was delivered due to over-sensed myopotential noise, which was exacerbated by low r-wave amplitude measurements in the secondary sensing vector. Additionally, it was noted that an additional inappropriate shock had been delivered in (B)(6) 2025 while performing heavy manual labor with pressure on the chest. Troubleshooting was performed, and the myopotential noise was reproducible with several provocative maneuvers. However, when programmed in the primary vector, significantly improved r-wave amplitude values were observed and there was excellent rejection of the myopotential noise with maneuvers. The physician reprogrammed the device to the primary sensing vector and re-enabled device therapy. The patient was subsequently dismissed from the hospital in a stable condition. Boston scientific technical services (ts) was contacted to evaluate the recent device data transmissions and to verify appropriate function. Ts confirmed that the noise discrimination was good in the newly programmed primary vector and the system impedance was stable. The physician is continuing with normal monitoring and no additional adverse patient effects were reported. This s-ICD system remains implanted and in-service.